Event description:
It was reported that the stent dislodged inside the patient. A synergy xd mr ous 2.50 x 32 mm was selected for treatment of the target lesion. During the procedure, the stent strut became dislodged while inside the patient. There were no patient complications.